Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, the stent moved on the balloon. Vascular access was obtained via the right femoral artery. The 95% stenosed target lesion was located in a moderately tortuous and severely calcified right common iliac artery. A 6f 25cm non-bsc sheath was placed. The .035 non-bsc guide wire was advanced and crossed the lesion. The 8.0mm x 400mm express ld vascular stent system was advanced into the patient in an attempt to direct stent the lesion, but was unable to cross the lesion and the device bumped into the lesion. The stent catheter was removed, a .014 guide wire was advanced for pre-dilation, and ivus was performed. The 6mm x 40mm sterling catheter balloon was advanced and inflation was performed. The physician then noted that the stent had moved proximally on the balloon. The procedure was completed with a 7.0mm x 37mm express ld vascular stent system. The 8.0mm x 200mm sterling balloon was advanced for post dilation. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).